Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the orange (+5v) wire was open inside the trunk cable. The cause of the inability to communicate with a test monitor is the open wire. The root cause of the damaged cable connector and wire is excessive force placed on the cable. No adverse event resulted from the damaged connector and wire.